Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.5, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels and presented to the emergency room (ER) on (B)(6) 2026. At the ER, a bg meter was used to confirm glucose levels, and a discrepancy was noted between the meter and the patient¿s dexcom g6 continuous glucose monitor (cgm), with the patient¿s bg levels being low but not as low as indicated by the dexcom cgm. The patient reported a bg level of approximately 40 mg/dl by meter. Specific dexcom cgm values were not provided, and no additional details regarding the discrepancy were reported. Symptoms prompting medical attention included shakiness, inability to stand, and slurred speech. The ER diagnosed low glucose and low potassium. Treatment included administration of glucose, and the patient was advised to keep the pod in place. The patient stated that the low glucose event was attributed to incorrect cgm values. The visit lasted approximately 4 hours, and the patient was able to return home the same day. The patient reported continued pod use and improvement in condition.